Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed increasing and unstable threshold with occasional phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.